Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that while in the or, the manufacturer¿s representative could not get normal impedances. They ran multiple impedance tests at values up to 2.0 values and 300 ¿sec and not ed at these settings the impedances ¿got worse¿ but not values were provided. The representative stated that rather than ¿some of the contacts showing usable, none of them did¿. Bipolar values were within range but the case values were showing >50 ohms. The last impedance test showed c-0 and c-2 were around 1000 ohms but c-1 and c-3 showed >50 ohms. It was noted that the ins was in the pocket. On (B)(6) 2019, logs from the patient¿s handset were requested. No symptoms were reported in the event. Follow up information received on (B)(4) 2019 from the manufacturer¿s representative reported that they had no further insight as to the cause of the impedance issues/low impedances that were seen during the implant procedure. As action taken for the issue, the representative ran through the protocol of increasing the amplitude and widening the pulse widths. Also, the doctor tried 2 times to take out the ins from the pocket and reset the lead. It was unknown if the impedance issue/low impedances have been resolved. No logs were obtained from the patient¿s handset regarding the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative reported that they were with the patient and indicated they were getting good therapy. Impedances values of the electrodes pairs that were previously reported were as follows: c-1 1049 ohms and c-3 525 ohms. The representative reiterated that the patient was getting good therapy. There were no further complications reported or anticipated.